Event description:
A review of the reported information indicates that model 2120f vena cava filter allegedly perforated. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is (B)(6) and weighs (B)(6) pounds.

Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. The device is labeled for single use.